Manufacturer narrative:
Findings: unable to prime during prime test due to moisture damage on sensor resistor. No alarm noted. Corroded motor assembly noted during visual inspection. Unit received with severely scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 425 mg/dl at the time of the incident. The customer treated their blood glucose levels with manual injections. The customer did not mention any symptoms of high blood glucose levels. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.